Manufacturer narrative:
H3. Product analysis:equipment used: vis (m-81805), 203cm ruler (m-83360). As found condition: the solitaire fr revascularization device and react-71 catheter were returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: no bends or kinks were found with the solitaire fr pusher. The stent was found not attached to the pusher. The solitaire fr core wire was found broken at ~0.9mm from the distal edge of the marker coil. When compared to the product drawing, the core wire broke within the stent proximal marker. No damages were found with the stent proximal marker. The stent non-working and working length struts were found in good condition. No damages were found with the react-71 catheter hub. No bends or kinks were found with the react-71 catheter body. The react-71 catheter distal marker was found damaged (crushed). Testing/analysis: the separated solitaire fr stent was found within the react-71 catheter at ~13.0cm from the catheter distal tip. The react-71 catheter was dissected (cut) to remove the solitaire fr stent. The broken solitaire fr core wire was sent out for sem failure analysis. Per the sem report, the broken end failed via ductile overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during retrieval¿ and ¿pushwire break/separation¿ reports were confirmed. Possible causes of ¿resistance during retrieval¿ include use of an incompatible catheter, catheter damage, or patient vessel tortuosity. Possible causes of ¿pushwire break/separation¿ include vessel tortuosity, retrieval friction, higher number of device passes, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, removal of the microcatheter prior to retrieval of the solitaire device. The patient's vessel tortuosity was moderate; therefore, it is unlikely ¿patient vessel tortuosity¿ contributed to the reported events. Information regarding the number of device passes or if the micro catheter was removed prior to retrieval w as not reported. Per the solitaire IFU, the solitaire fr revascularization device should be used with a guide catheter with a minimum inside diameter of 0.075¿. The react-71 catheter has a labeled inner diameter of 0.071¿. Therefore, the react-71 catheter was found not compatible with the solitaire fr revascularization device. It is likely the reported resistance during retrieval contributed to the pusher separation. It is possible the damages found with the react-71 catheter (distal marker crushed) and the use of an incompatible guide catheter contributed to the reported resistance. However, the cause of the reported resistance and pusher separation could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the thrombectomy surgery, after hydration according to the normal operating procedures, the react 71 was used to aspirate the thrombus. No obvious effect was seen, and the solitaire was prepared for thrombectomy. After flushing the react, the solitaire was pushed to the thrombus site and deployed the stent. When pulling back, the solitaire was broken in the react, and the guide wire was pushed back. The surgical effect was not achieved, and the solitaire and catheter were scrapped. After taking out the solitaire, it was found that the solitaire pushing guide wire was broken. The pushwire was not torqued during the procedure and there was resistance in the proximal end encountered. The broken segments of the pushwire were removed by force. The solitaire and any accessories were prepared as indicated in the instructions for use (IFU). The react was flushed as indicated in the IFU.   The patient was undergoing an emergency thrombectomy surgery for treatment of an ischemic stroke. It was noted the patient's vessel tortuosity was moderate.